Event description:
It was reported that this patient was hearing device tones from their implantable cardioverter defibrillator (ICD) device due to an alert for a low out of range (dor) pace impedance measurement less than 200 ohms on the right atrial (ra) lead. The ra lead is not a boston scientific product. The pace impedance trend graph indicates ongoing intermittent low oor measurements. Boston scientific technical services (ts) explained to the boston scientific representatives that it appears the patient has not had an ICD device programmer interrogation since a previous dor measurement. Ts provided guidance to bring the patient in for an interrogation to reset the alert condition. The products remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).